Event description:
Stryker disposable bone mill was delivered to the field and despite several attempts, the pusher part would not disengage from the mill itself.

Manufacturer narrative:
The following elements have blank data unique device identifier (UDI): for type of device: instrument,surgical,orthopedic.

Event description:
Stryker disposable bone mill was delivered to the field and despite several attempts the pusher part would not disengage from the mill itself.